Manufacturer narrative:
(B)(4). "Clot" at the end of catheter.

Event description:
The pt underwent a catheter dye study on (B)(6) 2011 to evaluate a "clot" at the end of the catheter. The pt was seen again by the physician on (B)(6) 2011 and the pump drug turned down to a minimum rate of 4 mg. The pump contained dilaudid and marcaine. On (B)(6) 2011, the pt experienced the underdose symptoms of sweating, chills, hurting, and felt like "puking." The pt's status was reported as "fair."